Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s husband reported their device had not been used for ten years because it ¿was not working.¿ the patient¿s doctor reportedly would not remove the device because they said ¿it would be too much trouble to remove it than to keep it in.¿ no further event information was reported; no complications were reported or anticipated.